Event description:
A report was received that a patient's back incision had been draining fluid. Upon f/u, the physician prescribed the pt IV antibiotics and confirmed that the wounds are healing fine. Nothing was implanted or explanted and the pt is reportedly doing well following treatment.